Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date in the same month as the onset, the patient began treatment with injection (inj.) Meropenem (1 gram, frequency and route of administration not reported), inj. Vancomycin (1 gram every 5th day, route of administration not reported) and inj. Amikacin (125 milligram, frequency and route of administration not reported) for peritonitis. The patient¿s outcome was unknown. The action taken with dianeal therapy was not reported. No additional information is available.